Event description:
The caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, walked the caller through the reset process, and after the reset, the cgm error code did not appear again. The caller successfully started their sensor session.